Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The products involved in the reported event were not returned for investigation; however, one picture was provided and reviewed. The picture shows the explanted ceramic liner and ceramic femoral head in the operating theatre and covered in biological debris. Some metallic smearing can be identified within the taper connection of the ceramic femoral head and on the seating surface. Metallic smearings can also be identified around the outer rim of the ceramic liner. Nothing conspicuous could otherwise be identified. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. The implantation report was provided and reviewed by a healthcare professional with the following findings: the procedure was performed using a direct lateral approach. Although the dictation states that the cup was fixed with two screws, three screws are listed in the implant log. A cpt stem was cemented. The total hip arthroplasty (tha) was completed with good stability and range of motion, and no complications were noted. One radiographic image labeled "pre-revision" was provided but not reviewed due to poor quality imaging. Based on the available information, the reported event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. Subsequently, the patient underwent a revision of the head and liner approximately 11 years post implantation due to clunking in the hip. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14 item# 00877503203 lot# 2694501. Bone screw self-tapping 6.5 mm dia. 25 mm length item# 00625006525 lot# 62437498. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# 62587138. Bone screw self-tapping 6.5 mm dia. 35 mm length item# 00625006535 lot# 62501846. Allen medullary cement plugs 1-16 mm diameter flange/8 mm diameter core store in cool dry place item# 00801102016 lot# 62670887. Femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length item# 00811400010 lot# 62480029. 48mm o.d. Size gg porous uncemented with cluster holes shell use with gg liners item# 00875704801 lot# 62687424. Stryker simplex cement item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.